Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge, and the cartridge alarm did not recur. The caller was able to reload the original cartridge and resume insulin therapy. Technical support resolved the issue by sending a replacement cartridge at the customer's request.